Event description:
The company was made aware the pt's device was explanted due to an infection. The infection reportedly developed when the implanted device was tampered by an untrained surgeon through the external ear canal. The pt was reimplanted with another cochlear implant. Advanced bionics is in the process of gathering more info.